Event description:
The accounts biomed stated the bed will not place a nurse call when the bed exit is activated.

Manufacturer narrative:
The accounts biomed found when the bed exit tape switch sensors were disconnected the alarm worked. Technical support instructed the biomed to replace the sensors. Repairs have not been completed.